Event description:
During a robotic gastric sleeve surgery, the first davinci stapler that was used, fired once and then expired, the second stapler that was opened read a message that it would not install into the davinci system, and the third stapler that was opened worked successfully. Staplers were removed from service and a tag was placed with the issues of each of the two staplers. The one that was expired has lot #s10160420429. The one that would not install into system has lot # s10160712737.